Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue, and a malfunction code of malf 4 displayed, which was not resettable. There was no information provided regarding any adverse impact on the customer's blood glucose level. To address the problem, technical support arranged to send a replacement pump, confirming the shipping address and providing instructions for putting the pump into storage mode. The caller acknowledged these instructions, including using mdi as backup therapy until receiving the new pump, and was advised to return the faulty pump to tandem within 10 days using the provided return box and pre-paid label.